Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months after implant. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: 19801248.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to inadequate pain relief. No further information has been obtained despite good faith efforts.